Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed with the naked eye. During visual inspection one piece of green particulate matter was identified suspended in the tubing of the homechoice cassette. The reported condition was verified. The particulate matter was sent to baxter braine in belgium for analysis and was confirmed to be a piece of frangible from the solution bag. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a green particle was observed in the patient line of the homechoice cassette. This event occurred before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.